Event description:
During manufacturer product analysis for a vns generator that was replaced due to the elective replacement indicator set to yes, it was noted the supply current tests did not meet the functional specifications. These measurements demonstrate an increased current consumption for the device, potentially contributing to a premature end of life condition. A battery life estimation resulted in 1.05 years until end of service but there are large gaps in the programming history used for the estimation. The increased current consumption was isolated to a leaky capacitor (c6). By substituting a known good capacitor for c6, the pulse generator module performed according to functional specifications. The most probable root cause for the possible premature end of life condition and supply current out of specification was identified to be a leaky capacitor, c6. Cause for the c6 capacitors increase in leakage could not be determined.